Event description:
Voluntary medwatch received states that patient's lead was capped due to unknown product performance issue. There were no patient consequences.

Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5145754.